Event description:
It was reported that the pain pt's pump started to alarm. When the pump was interrogated, it showed that the rotor had stopped. The hcp tried to restart the pump, but was unsuccessful. The next day, a rotor study was done and showed the rollers were not functioning. No pt symptoms were reported. The hcp replaced the pump. The pt outcome was reported as "good." The drug being delivered via the pump was not reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.